Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This retrospectively reported pregnancy and breastfeeding case, reported by a consumer who contacted the company to report an adverse event with a product complaint, concerns a (B)(6) female patient. The medical history of patient included chronic urticaria since she was (B)(6), she had no risk factor prior to start treatment with human insulins (as reported) and diabetes discovered in 2015. Information regarding obstetrical history was not provided. The concomitant medication included hydroxyzine used as anti-allergic. The patient received human insulin (rdna origin) nph (humulin n), 20 iu each morning and 25 iu each evening, and human insulin (rdna origin) regular (humulin r), dose depending on glycaemia, both via humapen savvio red, subcutaneously, for treatment of diabetes, starting in 2015. In (B)(6) 2016, unspecified time after beginning human insulin nph and human insulin regular therapies, the patient became pregnant. The date of last menstrual period was provided as (B)(6) 2016. The mother began human insulin nph and human insulin regular therapies prior to conception and the exposure continued throughout the pregnancy. There was no prenatal testing reported. On an unspecified date during pregnancy, unspecified after beginning human insulin nph and human insulin regular therapies via humapen savvio 3 ml red (lot number 1403v04), the patient experienced hypoglycemia constantly. It was reported that the patient had even received 100 iu of insulin (unspecified) due to the hypoglycemia. Approximately in the end of (B)(6) 2016, reported as in the last week of gestation, human insulins were replaced by insulin lispro (humalog) due to unknown reason. Information regarding formulation, dose, frequency and route of administration of insulin lispro was not provided and it was unknown how insulin lispro was delivered. On (B)(6) 2016 the patient delivered a full-term female infant via cesarean section at (B)(6) of gestational age. It was provided the patient underwent cesarean section due to the event of constant hypoglycemia. The event of hypoglycemia was considered serious by the company due to medically significant reasons. At birth the infant weighed 3080 grams, she was 48 cm long and it was provided she was healthy and without diabetes. It was also reported that the mother thought the baby came early due to hypoglycemia. The head circumference and apgar scores were not provided but the reporting consumer stated everything was normal (as reported). On an unspecified date the infant started to be breast fed. On an unspecified date during post-delivery period, unknown time after the starting of insulin lispro, the glycemia of patient decreased (no value was provided) and due to that insulin lispro was discontinued and human insulin nph and human insulin regular were resumed. Information regarding exams, corrective treatment and outcome of blood glucose decreased was not provided. As of (B)(6) 2017 the mother was still breastfeeding. It was stated that the infant had not experienced any event. In (B)(6) 2017, reported as three to four days from (B)(6) 2017, the patient was performing an injection of 10 iu of human insulin regular with humapen savvio 3 ml red (lot number 1403v04) and the injection button stuck at number four, due to that the patient changed the needle and tried to inject on another site but the device stuck again ((B)(4)). As a result, the patient did not feel well and verified that her glycaemia was 380 mg/dl (normal limits not provided), also reported as high glycaemia. The patient received more human insulin regular as corrective treatment for the high glycaemia. As of (B)(6) 2017, the patient had not recovered from the high glycaemia. As of (B)(6) 2017, it was reported that the patient felt a lot of pain when reused needles for more than two times. Further information regarding exams, corrective treatment and outcomes was not provided. The patient always reused needles and had never primed the device. The device was stored at room temperature, the patient held the needle into the skin after the injection for more than five seconds and the injection sites were the thigh and arm. Human insulin nph and human insulin regular therapies were continued. The patient operated the device but it was unknown she was trained. The patient had used the device model for one to two years. The patient had used the humapen savvio 3 ml red (lot number 1403v04) for less than one year. The return status of the device was unknown. The reporting consumer did not provide any relatedness assessment between the events of hypoglycemia and high glycaemia and both human insulin nph and human insulin regular therapies or device. No relatedness opinion for insulin lispro was provided. The reporting consumer did not provide an opinion of causality for the pregnancy and breastfeeding exposure events; the exposure events were entered for tracking purposes. Update 26jan2017: additional information provided on 23jan2017 was processed within initial case entry. Edit 27jan2017: upon internal review, updated the relatedness assessment to both devices. Edit 30jan2017: upon internal review, deleted humapen savvio unknown color and updated relatedness of humapen savvio red for the event of glycaemia increased. Update 31jan2017: additional information was received on 30jan2017 from the initial reporting consumer. Added age, weight, height and ethnicity of patient; added medical history and concomitant medication; added indication for use and start date of human insulins; added the non-serious event of blood glucose decreased; added insulin lispro as suspect drug; added gender and length of infant; added 3080 grams as conflicting information regarding weight of infant at the time of birth; added to narrative the product complaint number associated to suspect device. Corresponding fields and narrative updated accordingly. Edit 01feb2017: upon internal review on 01feb2017 a non-medically significant edit was completed in order to update weight of infant to 3080 grams whose conflicting information was removed from narrative, according to report from 30jan2017. It was also updated fetal outcome to normal and removed from narrative the cross-referenced corresponding infant case ((B)(4)) which will be deleted from database. Edit 02feb2017: upon internal review, updated preliminary comments to if device is returned, evaluation will be performed to determine if a malfunction has occurred, and updated device status in narrative to the return status of the device was unknown. Update 09feb2019: upon review, the case was opened to update the medwatch fields for regulatory reporting.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: a female patient reported experiencing hypoglycemia (considered serious due to medically significant reasons) throughout her pregnancy ((B)(6) 2016). The patient reported that in (B)(6) 2017, when using a humapen savvio device, the injection button stuck at number four. She changed the needle and tried to inject at another site, but the device stuck again. She experienced non-serious increased blood glucose levels. Investigation of the returned device (batch 1403v04, manufactured march 2014) found that the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is evidence of improper use. The patient reused needles and did not prime the device. This may be relevant to the event of hyperglycemia.

Event description:
Lilly case ID: (B)(6). This retrospectively reported pregnancy and breastfeeding case, reported by a consumer who contacted the company to report an adverse event with a product complaint, concerns a (B)(6) light brown female patient. The medical history of patient included chronic urticaria since she was (B)(6), she had no risk factor prior to start treatment with human insulins (as reported) and diabetes discovered in 2015. Information regarding obstetrical history was not provided. The concomitant medication included hydroxyzine used as anti-allergic. The patient received human insulin (rdna origin) nph (humulin n), 20 iu each morning and 25 iu each evening, and human insulin (rdna origin) regular (humulin r), dose depending on glycaemia, both via humapen savvio red, subcutaneously, for treatment of diabetes, starting in 2015. In (B)(6) 2016, unspecified time after beginning human insulin nph and human insulin regular therapies, the patient became pregnant. The date of last menstrual period was provided as (B)(6) 2016. The mother began human insulin nph and human insulin regular therapies prior to conception and the exposure continued throughout the pregnancy. There was no prenatal testing reported. On an unspecified date during pregnancy, unspecified after beginning human insulin nph and human insulin regular therapies via humapen savvio 3ml red (lot number 1403v04), the patient experienced hypoglycemia constantly. It was reported that the patient had even received 100 iu of insulin (unspecified) due to the hypoglycemia. Approximately in the end of (B)(6) 2016, reported as in the last week of gestation, human insulins were replaced by insulin lispro (humalog) due to unknown reason. Information regarding formulation, dose, frequency and route of administration of insulin lispro was not provided and it was unknown how insulin lispro was delivered. On (B)(6) 2016 the patient delivered a full-term female infant via cesarean section at (B)(6) and one day of gestational age. It was provided the patient underwent cesarean section due to the event of constant hypoglycemia. The event of hypoglycemia was considered serious by the company due to medically significant reasons. At birth the infant weighed (B)(6), she was (B)(6) long and it was provided she was healthy and without diabetes. It was also reported that the mother thought the baby came early due to hypoglycemia. The head circumference and apgar scores were not provided but the reporting consumer stated everything was normal (as reported). On an unspecified date the infant started to be breast fed. On an unspecified date during post-delivery period, unknown time after the starting of insulin lispro, the glycemia of patient decreased (no value was provided) and due to that insulin lispro was discontinued and human insulin nph and human insulin regular were resumed. Information regarding exams, corrective treatment and outcome of blood glucose decreased was not provided. As of (B)(6) 2017 the mother was still breastfeeding. It was stated that the infant had not experienced any event. In (B)(6) 2017, reported as three to four days from (B)(6) 2017, the patient was performing an injection of 10 iu of human insulin regular with humapen savvio 3ml red (lot number 1403v04/product complaint number 3890429). ) and the injection button stuck at number four, due to that the patient changed the needle and tried to inject on another site but the device stuck again as a result, the patient did not feel well and verified that her glycaemia was 380 mg/dl (normal limits not provided), also reported as high glycaemia. The patient received more human insulin regular as corrective treatment for the high glycaemia. As of (B)(6) 2017, the patient had not recovered from the high glycaemia. As of (B)(6) 2017, it was reported that the patient felt a lot of pain when reused needles for more than two times. Further information regarding exams, corrective treatment and outcomes was not provided. The patient always reused needles and had never primed the device. The device was stored at room temperature, the patient held the needle into the skin after the injection for more than five seconds and the injection sites were the thigh and arm. Human insulin nph and human insulin regular therapies were continued. The patient operated the device but it was unknown she was trained. The patient had used the device model for one to two years. The patient had used the humapen savvio 3ml red (lot number 1403v04) for less than one year. The device was returned on 24feb2017, and no malfunction was identified. The reporting consumer did not provide any relatedness assessment between the events of hypoglycemia and high glycaemia and both human insulin nph and human insulin regular therapies or device. No relatedness opinion for insulin lispro was provided. The reporting consumer did not provide an opinion of causality for the pregnancy and breastfeeding exposure events; the exposure events were entered for tracking purposes. Update 26jan2017: additional information provided on 23jan2017 was processed within initial case entry. Edit 27jan2017: upon internal review, updated the relatedness assessment to both devices. Edit 30jan2017: upon internal review, deleted humapen savvio unknown color and updated relatedness of humapen savvio red for the event of glycaemia increased. Update 31jan2017: additional information was received on 30jan2017 from the initial reporting consumer. Added age, weight, height and ethnicity of patient; added medical history and concomitant medication; added indication for use and start date of human insulins; added the non-serious event of blood glucose decreased; added insulin lispro as suspect drug; added gender and length of infant; added (B)(6) as conflicting information regarding weight of infant at the time of birth; added to narrative the product complaint number associated to suspect device. Corresponding fields and narrative updated accordingly. Edit 01feb2017: upon internal review on 01feb2017 a non-medically significant edit was completed in order to update weight of infant to (B)(6) whose conflicting information was removed from narrative, according to report from 30jan2017. It was also updated fetal outcome to normal and removed from narrative the cross-referenced corresponding infant case ((B)(6)) which will be deleted from database. Edit 02feb2017: upon internal review, updated preliminary comments to if device is returned, evaluation will be performed to determine if a malfunction has occurred, and updated device status in narrative to the return status of the device was unknown. Update 09feb2019: upon review, the case was opened to update the medwatch fields for regulatory reporting. Update 23feb2017. Additional information received 23feb2017 from the product complaint safety database. On the device tab entered the device specific safety summary (dsss), updated the european and (B)(4)) device information, updated the medwatch field with the device information and the narrative was updated accordingly. Update 02mar2017: additional information received on 01mar2017. Updated device return status. Narrative was updated accordingly. Edit 07apr2017: upon internal review, case was unlocked to send follow up. Update 25apr2017: additional information received on 25apr2017 from the global product complaint database added the device specific safety summary and return date of the device; updated the malfunction field to no; updated the medwatch and european and (B)(4) required device reporting elements; and updated the narrative.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: a female patient reported experiencing hypoglycemia (considered serious due to medically significant reasons) throughout her pregnancy ((B)(6) 2016). The patient reported that in (B)(6) 2017, when using a humapen savvio device, the injection button stuck at number four. She changed the needle and tried to inject at another site, but the device stuck again. She experienced non-serious increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch 1403v04, manufactured march 2014). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with respect to dose accuracy or pen jams. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is evidence of improper use. The patient reused needles and did not prime the device. This may be relevant to the event of hyperglycemia.

Event description:
Lilly case ID: (B)(6). This retrospectively reported pregnancy and breastfeeding case, reported by a consumer who contacted the company to report an adverse event with a product complaint, concerns a (B)(6) light brown female patient. The medical history of patient included chronic urticaria since she was (B)(6), she had no risk factor prior to start treatment with human insulins (as reported) and diabetes discovered in 2015. Information regarding obstetrical history was not provided. The concomitant medication included hydroxyzine used as anti-allergic. The patient received human insulin (rdna origin) nph (humulin n), 20 iu each morning and 25 iu each evening, and human insulin (rdna origin) regular (humulin r), dose depending on glycaemia, both via humapen savvio red, subcutaneously, for treatment of diabetes, starting in 2015. In (B)(6) 2016, unspecified time after beginning human insulin nph and human insulin regular therapies, the patient became pregnant. The date of last menstrual period was provided as (B)(6) 2016. The mother began human insulin nph and human insulin regular therapies prior to conception and the exposure continued throughout the pregnancy. There was no prenatal testing reported. On an unspecified date during pregnancy, unspecified after beginning human insulin nph and human insulin regular therapies via humapen savvio 3ml red (lot number 1403v04), the patient experienced hypoglycemia constantly. It was reported that the patient had even received 100 iu of insulin (unspecified) due to the hypoglycemia. Approximately in the end of (B)(6) 2016, reported as in the last week of gestation, human insulins were replaced by insulin lispro (humalog) due to unknown reason. Information regarding formulation, dose, frequency and route of administration of insulin lispro was not provided and it was unknown how insulin lispro was delivered. On (B)(6) 2016 the patient delivered a full-term female infant via cesarean section at (B)(6) and one day of gestational age. It was provided the patient underwent cesarean section due to the event of constant hypoglycemia. The event of hypoglycemia was considered serious by the company due to medically significant reasons. At birth the infant weighed (B)(6), she was (B)(6) long and it was provided she was healthy and without diabetes. It was also reported that the mother thought the baby came early due to hypoglycemia. The head circumference and apgar scores were not provided but the reporting consumer stated everything was normal (as reported). On an unspecified date the infant started to be breast fed. On an unspecified date during post-delivery period, unknown time after the starting of insulin lispro, the glycemia of patient decreased (no value was provided) and due to that insulin lispro was discontinued and human insulin nph and human insulin regular were resumed. Information regarding exams, corrective treatment and outcome of blood glucose decreased was not provided. As of (B)(6) 2017 the mother was still breastfeeding. It was stated that the infant had not experienced any event. In (B)(6) 2017, reported as three to four days from (B)(6) 2017, the patient was performing an injection of 10 iu of human insulin regular with humapen savvio 3ml red (lot number 1403v04/product complaint number 3890429). And the injection button stuck at number four, due to that the patient changed the needle and tried to inject on another site but the device stuck again as a result, the patient did not feel well and verified that her glycaemia was 380 mg/dl (normal limits not provided), also reported as high glycaemia. The patient received more human insulin regular as corrective treatment for the high glycaemia. As of (B)(6) 2017, the patient had not recovered from the high glycaemia. As of (B)(6) 2017, it was reported that the patient felt a lot of pain when reused needles for more than two times. Further information regarding exams, corrective treatment and outcomes was not provided. The patient always reused needles and had never primed the device. The device was stored at room temperature, the patient held the needle into the skin after the injection for more than five seconds and the injection sites were the thigh and arm. Human insulin nph and human insulin regular therapies were continued. The patient operated the device but it was unknown she was trained. The patient had used the device model for one to two years. The patient had used the humapen savvio 3ml red (lot number 1403v04) for less than one year. The device returned and the evaluation will be performed. The reporting consumer did not provide any relatedness assessment between the events of hypoglycemia and high glycaemia and both human insulin nph and human insulin regular therapies or device. No relatedness opinion for insulin lispro was provided. The reporting consumer did not provide an opinion of causality for the pregnancy and breastfeeding exposure events; the exposure events were entered for tracking purposes. Update 26jan2017: additional information provided on 23jan2017 was processed within initial case entry. Edit 27jan2017: upon internal review, updated the relatedness assessment to both devices. Edit 30jan2017: upon internal review, deleted humapen savvio unknown color and updated relatedness of humapen savvio red for the event of glycaemia increased. Update 31jan2017: additional information was received on 30jan2017 from the initial reporting consumer. Added age, weight, height and ethnicity of patient; added medical history and concomitant medication; added indication for use and start date of human insulins; added the non-serious event of blood glucose decreased; added insulin lispro as suspect drug; added gender and length of infant; added (B)(6) as conflicting information regarding weight of infant at the time of birth; added to narrative the product complaint number associated to suspect device. Corresponding fields and narrative updated accordingly. Edit 01feb2017: upon internal review on 01feb2017 a non-medically significant edit was completed in order to update weight of infant to (B)(6) whose conflicting information was removed from narrative, according to report from 30jan2017. It was also updated fetal outcome to normal and removed from narrative the cross-referenced corresponding infant case ((B)(4)) which will be deleted from database. Edit 02feb2017: upon internal review, updated preliminary comments to if device is returned, evaluation will be performed to determine if a malfunction has occurred, and updated device status in narrative to the return status of the device was unknown. Update 09feb2019: upon review, the case was opened to update the medwatch fields for regulatory reporting. Update 23feb2017. Additional information received 23feb2017 from the product complaint safety database. On the device tab entered the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the medwatch field with the device information and the narrative was updated accordingly. Update 02mar2017: additional information received on 01mar2017. Updated device return status. Narrative was updated accordingly.

Manufacturer narrative:
No further follow up is planned.

Event description:
Lilly case ID: (B)(4). This retrospectively reported pregnancy and breastfeeding case, reported by a consumer who contacted the company to report an adverse event with a product complaint, concerns a (B)(6) year-old light brown female patient. The medical history of patient included chronic urticaria since she was (B)(6) year-old, she had no risk factor prior to start treatment with human insulins (as reported) and diabetes discovered in 2015. Information regarding obstetrical history was not provided. The concomitant medication included hydroxyzine used as anti-allergic. The patient received human insulin (rdna origin) nph (humulin n), 20 iu each morning and 25 iu each evening, and human insulin (rdna origin) regular (humulin r), dose depending on glycaemia, both via humapen savvio red, subcutaneously, for treatment of diabetes, starting in 2015. In (B)(6) 2016, unspecified time after beginning human insulin nph and human insulin regular therapies, the patient became pregnant. The date of last menstrual period was provided as (B)(6) 2016. The mother began human insulin nph and human insulin regular therapies prior to conception and the exposure continued throughout the pregnancy. There was no prenatal testing reported. On an unspecified date, reported as during the seventh and eighth month of gestation, unspecified time after beginning human insulin nph and human insulin regular therapies via humapen savvio 3ml red (lot number 1403v04), the patient experienced a lot of hyperglycemia due to, according to patients physician, the placenta interfered in insulin absorption. The patient had even received 100 iu of insulin (unspecified) as corrective treatment for hyperglycemia and due to this high dose of insulin, patient experienced hypoglycemia constantly because her blood glucose decreased reaching 50 (units and normal ranges were not provided). It was unknown if the patient fully recovered from hyperglycemia. Approximately in the end of (B)(6) 2016, reported as in the last week of gestation, human insulins were replaced by insulin lispro (humalog) due to unknown reason. Information regarding formulation, dose, frequency and route of administration of insulin lispro was not provided and it was unknown how insulin lispro was delivered. On (B)(6) 2016 the patient delivered a full-term female infant via cesarean section at 37 weeks and one day of gestational age. It was provided the patient underwent cesarean section due to the event of constant hypoglycemia. The event of hypoglycemia was considered serious by the company due to medically significant reasons. At birth the infant weighed (B)(6) grams, she was (B)(6) cm long and it was provided she was healthy and without diabetes. It was also reported that the mother thought the baby came early due to hypoglycemia. The head circumference and apgar scores were not provided but the reporting consumer stated everything was normal (as reported). On an unspecified date the infant started to be breast fed. On an unspecified date during post-delivery period, unknown time after the starting of insulin lispro, the glycemia of patient decreased (no value was provided) and due to that insulin lispro was discontinued and human insulin nph and human insulin regular were resumed. Information regarding exams, corrective treatment and outcome of blood glucose decreased was not provided. As of (B)(6) 2017 the mother was still breastfeeding. It was stated that the infant had not experienced any event. In (B)(6) 2017, reported as three to four days from (B)(6) 2017, the patient was performing an injection of 10 iu of human insulin regular with humapen savvio 3ml red (lot number 1403v04/product complaint number (B)(4)) and the injection button stuck at number four, due to that the patient changed the needle and tried to inject on another site but the device stuck again as a result, the patient did not feel well and verified that her glycaemia was 380 mg/dl (normal limits not provided), also reported as high glycaemia. The patient received more human insulin regular as corrective treatment for the high glycaemia. As of (B)(6) 2017, the patient had not recovered from the high glycaemia. As of (B)(6) 2017, it was reported that the patient felt a lot of pain when reused needles for more than two times. Further information regarding exams, corrective treatment and outcomes was not provided. The patient always reused needles and had never primed the device. The device was stored at room temperature, the patient held the needle into the skin after the injection for more than five seconds and the injection sites were the thigh and arm. Human insulin nph and human insulin regular therapies were continued. The patient operated the device but it was unknown she was trained. The patient had used the device model for one to two years. The patient had used the humapen savvio 3ml red (lot number 1403v04) for less than one year. The device was returned on 24feb2017, and no malfunction was identified. The initial and second reporting consumers did not provide any relatedness assessment between the events and both human insulin nph and human insulin regular therapies or device. No relatedness opinion for insulin lispro was provided. The reporting consumer did not provide an opinion of causality for the pregnancy and breastfeeding exposure events; the exposure events were entered for tracking purposes. Update 26jan2017: additional information provided on 23jan2017 was processed within initial case entry. Edit 27jan2017: upon internal review, updated the relatedness assessment to both devices. Edit 30jan2017: upon internal review, deleted humapen savvio unknown color and updated relatedness of humapen savvio red for the event of glycaemia increased. Update 31jan2017: additional information was received on 30jan2017 from the initial reporting consumer. Added age, weight, height and ethnicity of patient; added medical history and concomitant medication; added indication for use and start date of human insulins; added the non-serious event of blood glucose decreased; added insulin lispro as suspect drug; added gender and length of infant; added (B)(6) grams as conflicting information regarding weight of infant at the time of birth; added to narrative the product complaint number associated to suspect device. Corresponding fields and narrative updated accordingly. Edit 01feb2017: upon internal review on (B)(6) 2017 a non-medically significant edit was completed in order to update weight of infant to (B)(6) grams whose conflicting information was removed from narrative, according to report from (B)(4) 2017. It was also updated fetal outcome to normal and removed from narrative the cross-referenced corresponding infant case (B)(4) which will be deleted from database. Edit 02feb2017: upon internal review, updated preliminary comments to if device is returned, evaluation will be performed to determine if a malfunction has occurred, and updated device status in narrative to the return status of the device was unknown. Update 09feb2019: upon review, the case was opened to update the medwatch fields for regulatory reporting. Update 23feb2017. Additional information received 23feb2017 from the product complaint safety database. On the device tab entered the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the medwatch field with the device information and the narrative was updated accordingly. Update 02mar2017: additional information received on 01mar2017. Updated device return status. Narrative was updated accordingly. Edit 07apr2017: upon internal review, case was unlocked to send follow up. Update 25apr2017: additional information received on 25apr2017 from the global product complaint database added the device specific safety summary and return date of the device; updated the malfunction field to no; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 12jul2017: additional information received on (B)(4) 2017 from the initial reporting consumer and from a second reporting consumer. Added second reporting consumer; blood glucose level for hypoglycemia event; hyperglycemia as non-serious event; reason for the event of hypoglycemia being the high dose of insulin. Narrative and corresponding fields were updated accordingly. Update 28jul2017: updated medwatch fields for expedited device reporting. No new information added.